Event description:
It was reported by customer that triple lumen PICC are having issues with the little rubber piece where guidewire is pulled through after we cut the catheter, it is not allowing us to flush the line (no pressure support) nor are we able to get blood return from it until we placed a finger over that rubber hub. There was no significant delay in procedure and no urgent or life threatening effects to the patient. A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.